Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed an o2 and air sensor failure and then stopped the ventilation. When the device was eventually powered on again by the biomedical engineer, the device would only display an error code and not progress any further. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported o2 and air supply failure and stop of ventilation could not be confirmed. The log file analysis revealed that the device issued the alarm message "device failure (3)" due to a temporary impaired internal communication for unknown reason between the cockpit and the ventilation box of the device. In case of recurrence the system cable should be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of an impaired internal communication the alarm message "device failure (3)" will be posted. The ventilation will not be affected and continues as set. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (3)". Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device displayed an o2 and air sensor failure and then stopped the ventilation. When the device was eventually powered on again by the biomedical engineer, the device would only display an error code and not progress any further. There were no health consequences for the patient reported.